Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported that the rd spo2 read lower than what nurse thought it should on a pt. With known cardiac history; the nurse did some troubleshooting and there was no change in reading. The nurse then put the lnop sensor on pt and it ¿worked better". Pt has both lnop and rd sensor on. No patient impact or consequences reported.